Event description:
It was reported that the ilet pump displayed ¿dosing stopped¿ with a prompt to ¿connect cgm or switch therapy¿ after the user missed the finger-stick entry window while operating in bg run without an active dexcom sensor, and the user reported a blood glucose of 300 mg/dl. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin dosing and user-directed disconnection of tubing while leaving the infusion set in place until a replacement sensor is available. Investigation included technical support troubleshooting and education regarding bg run requirements, cgm pairing, and therapy switching. Investigation of this case revealed dosing was suspended as designed due to missed required bg entry and absence of a paired cgm, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user adherence to use requirements and device behavior consistent with design.